Event description:
It was reported that there was an elevated short interval count, increased threshold, decreased r-waves, and varying impedance on the right ventricular lead. The lead failure predictor was triggered. A chest x-ray was done and there was no evidence of dislodgement. The patient will continue to be monitored. The lead presently remains in use with the r-waves, impedances, and thresholds all stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.